Event description:
A distributor in france reported a malfunction alarm related to an altitude issue, specifically alarm 21a. There was no reported impact on the customer's blood glucose level. No further actions were recorded.